Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6); ubd: , UDI#: medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an external device. The reason for call was patient reported for about the past 3 months they have been having issues charging their implanted neurostimulator (ins). Patient described they started needing MRI's and stuff so they turned off the ins device and it never turned back on at that point. Patient stated the charging started becoming longer and the higher numbers started getting lower and lower over the past 2 months. Patient noted the controller charges fine, but will not locate the implant to charge over the past couple of weeks; patient also reported seeing rm03. Patient mentioned they have tried resetting the controller but this did not resolve the issue. Patient reported no visible damage to the controller battery compartment, controller port, or battery pack; however, stated the seam that connects the front and back of the controller has gotten bigger and is separating. Patient also reported the recharger cord is loose where it meets the paddle. The issue was not resolved through troubleshooting. A replacement controller and recharger telemetry module (rtm) was sent out. No symptoms were reported. Patient stated they received the replacement controller and recharger. Patient mentioned that they tried to assemble their external equipment and used the duracell batteries that came with the controller. Patient stated that they attempted to charge their implant using the duracell batteries and saw the message "recharging not available cannot continue install medtronic battery pack and try again". Patient also stated they reset the controller but continued to receive the same message. Patient stated they sent the old controller with the battery pack and recharger back home with their parent yesterday. Patient mentioned that they are currently out of town. Patient also mentioned that they have had their battery pack for almost 3 years. Patient stated that they're not sure if the old controller with the battery pack and recharger has already been mailed out. Agent reviewed information. A replacement battery pack was sent out. No symptoms were reported.

Manufacturer narrative:
Updated h6 and h7. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.